Event description:
While inflating the hovermat with patient on it, a hole popped in it about 1 inch long. Patient was still able to be transferred from or bed to patient bed using it, but it was not holding air well. Hovermat has been sequestered in [name redacted] office for examination if necessary.